Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of connection failure was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The sample was received assembled with a two-piece connector. The connection appeared unremarkable. Attempts to infuse water through the sample using a 12ml syringe revealed the sample to be initially occluded. Following clearance of blood product occluding material, the sample was patent to infusion and aspiration with no observed leaks. The connector was disassembled and reassembled and the connector functioned as intended. Microscopic inspection of the connector was unremarkable. The connection between the catheter and the two-piece connector appeared firm and unremarkable. Additionally, following clearance of occluding material, the catheter/connector system functioned as intended. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing was unable to be attached with the strain relief, leading to the incompletion of the procedure. No other information was provided.

Event description:
It was reported that the extension tubing was unable to be attached with the strain relief, leading to the incompletion of the procedure. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1339 showed one other similar product complaint(s) from this lot number.